Event description:
(B)(6) hospital (B)(6) 2022 intellicart serial number (B)(4) ¿ cart would not power on, vendor called in, found power inlet module had failed, showed signs of overheating and replaced the module (B)(6) hospital (B)(6) 2022 intellicart serial number (B)(4) ¿ cart shut down when vacuum turned on, vendor called in, found power inlet module had failed, showed signs of overheating and replaced the module (B)(6) hospital (B)(6) 2022 intellicart serial number (B)(4); cart would not power on, vendor called in, found power inlet module had failed, showed signs of overheating and displayed a melted component, replaced the module. FDA safety report ID # (B)(4).